Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient mentioned that his ins was explanted because it lost effectiveness and was no longer giving him effective pain relief. The doctor decided to leave the patient's leads implanted. No further complications were reported. No additional patient symptoms were reported.